Manufacturer narrative:
Controls were within range before the event. A general reagent or analyzer problem was not present. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
For the first sample, the initial troponin t value of 811 ng/l was measured on 07-nov-2025. The repeat result of < 3 ng/l was accompanied by a data flag and measured on 10-nov-2025. Medwatch fields b3 and d4 have been updated.

Manufacturer narrative:
The serial number of the e 801 analyzer is: (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys troponin t hs on a cobas e 801 analytical unit. The first sample initially resulted in a troponin t value of 811 ng/l and it repeated as < 3 ng/l. The patient was called to the hospital due to the initial value, but a physician doubted the result. An edta plasma tube collected from the patient at the same time resulted in a troponin t value of 5.32 ng/l. The second sample initially resulted in troponin t values of 1043 ng/l and 1051 ng/l. The customer questioned the initial high value based on the discrepancy encountered with the first patient sample. The sample was diluted 1:10 and repeated, resulting in troponin t values of 1610 ng/l (raw value of 161 ng/l x 10) and 1650 ng/l (raw value of 165 ng/l x 10). An edta plasma tube collected from the patient at the same time resulted in a troponin t value of 510 ng/l.